Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves showed that the pacing impedance was around 500 ohms in (B)(6) 2017 with a subsequent sudden increase to greater than 3000 ohms in (B)(6) 2017. The shock impedance demonstrated multiple decreases from around 50 ohms to less than 25 ohms in the same recording time frame. Furthermore noise artefacts on the rv channel which led to shock delivery were visible on the provided iegms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
(B)(4)

Event description:
Ous MDR - this rv lead was capped and replaced on (B)(6)2017 due to oversensing, impedance issues, and pacing inhibition. Inappropriate shocks were delivered. Should additional information become available this file will be updated.